Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, an attempt was made to deploy a vasoseal es. During the deployment procedure the operator found it difficult to insert the locator into the artery. The dilator and sheath were inserted without incident. Upon removal of the locator and dilator the j segment could not be retracted. When the j segment could not be retraced the dilator was removed and the locator was removed through the sheath. When the locator was pulled out the operator felt a sudden release. One collagen plug was deployed and the sheath and plunger were removed. Hemostatis was successfully achieved. The operator checked the locator and noted that the j segment was missing. Fluoroscopy was used to determine that the j segment was located in the artery. A snare of the j segment was unsuccessful and the j segment was then left in the artery. No further complications were reported.